Event description:
This is ongoing, but I'm choosing to report symptoms today. I had essure implanted in 2016. I now have the following side effects, back pain, painful intercourse, extremely painful periods, sharp shooting pains in pelvic area, fatigue, depression, joint pain, headaches, anxiety, restless leg syndrome, hot flashes, brain fog, skin rashes, dizzy spells.